Event description:
While troubleshooting for a check supply line alarm on a homechoice (hc) device, a technical service representative discovered that the home patient (hp) disconnected the last fill bag and reconnected it in an attempt to clear the alarm. The issue occurred during automated peritoneal dialysis (apd) therapy. The tsr reviewed proper procedures with the hp and advised the hp to restart therapy using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, the home patient (hp) reported disconnecting and reconnecting the last fill bag during therapy. Use error and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.